Manufacturer narrative:
Other relevant device(s) are: product ID: 9735843, serial/lot : none. A medtronic representative went to the site to perform a system check out and they found that the camera was unresponsive with an amber light. The internal camera wiring was replaced and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera was having trouble connecting. The camera was replaced, but the localizer was still not connecting. The manufacturer representative checked the poe light and it was green. The bulkhead was checked and had no issues. The camera was taken off and was connected straight to the lower camera arm and the issue was resolved. There was no patient involvement.

Manufacturer narrative:
Concomitant medical products' information references the main component of the system. Other relevant device(s) are: product ID: camera 9735821 vega base s8 svc, lot/serial: (B)(4). The position sensor unit was returned to medtronic for analysis. Testing was conducted and the psu failed accuracy testing. Fdm, fdr, and fdc are applicable to the cable analysis. The returned bulkhead connector was found to be in functional condition. No issues were found. Fdm, fdr, and fdc are applicable to the connector analysis. If information is provided in the future, a supplemental report will be issued.